Event description:
It was reported that during an axillary stent procedure the balloon detached inside the stent, following post dilation of the stent. The physician withdrew the catheter and noted that the balloon had detached. The physician then used a snare and successfully retrieved the balloon. The balloon was inflated once, and the physician noted no difficulties either with inflation or deflation. The procedure was completed with this device. There were no patient complications reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.